Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea," december 2007, volume 26, pages 1187-1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two eye centers. Fifteen cases of fusarium keratitis were reported at the 2 centers from january 2005 through may 2006. There were a total of 6 cases reported in the previous 30 months. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 pts wore a brand of acuvue contact lenses. Eight of the 12 wore acuvue 2 brand. Two pts wore acuvue but were unsure of the type; these are identified in the study only as "acuvue." One pt wore acuvue bifocal and 1 pt used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a statistically significant association between fusarium keratitis and the use of renu contact lens solution." The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear". Patient 12 is a 28 y/o mechanic with no recent ocular trauma but during that time had recent travel to a tropical climate. Onset of symptoms os was 2006. This pt was wearing acuvue 2 contact lenses. The pt reportedly slept in lenses 4 nights/week. The pt was treated with topical erythromycin prior to diagnosis. The pt received a corneal transplant and repeated penetrating keratoplasty of the os. The pt was then treated with topical natamycin, and voriconazole. The pt was also treated with oral voriconazole, IV voriconazole and voriconazole injections. The contact lens solution, renu moistureloc, was reportedly 2 months old and the lens case was rinsed with tap water. No additional info is available. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.